Event description:
It was reported that the tips of four screwdrivers sheared off from the instruments while putting a screw into a patient. There were no adverse consequences and all tips were removed intra-operatively. The difficulties resulted in a short delay. See the following medwatch report numbers for the four screwdrivers that were involved in the event: 1526439-2014-11294, 1526439-2014-11295, 1526439-2014-11296, 1526439-2014-11297.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.